Manufacturer narrative:
Concomitant medical product: product ID: 309328, lot# 0209556719, implanted: (B)(6) 2015, product type: lead.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had a loss of efficacy and a return of incontinence on (B)(6) 2015. The cause of the event was unknown. No diagnostics or troubleshooting was done. The implantable neurostimulator (ins) was reprogrammed and the patient was given medication to decrease digestive transit. No surgical intervention was taken or planned. The event was assessed as not serious, related to the device, and not related to the implant procedure. The patient was alive with no injury and the issue was resolved at the time of this report. The patient's medical history includes fecal incontinence due to obstetrical trauma since 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.